Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected and no issues were found. The unit was installed on a known working in-house system and the tower¿s monitor did not show full display on the screen. The power button kept flashing blue and was not able to power on completely. The unit was put on a programming station where it was confirmed to be non-functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a non-functional ccc. This issue can be resolved by fse replacement of the part.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the system was not connected. A call was made outside of a case to report issues with the system, including a message indicating that the insufflator was disabled and the console was not connected to the system. Despite performing a hard power cycle and reseating the fiber cables, the issues persisted. The technical support engineer attempted to review the logs, but they had stopped responding early in the morning. It was inquired whether there had been a power outage or generator cycling at that time, but this was unknown. The caller was guided through another hard power cycle and instructed to power on each cart individually. However, the tower and console still exhibited blinking power buttons and the same symptoms remained. A field engineer was requested to inspect the system further. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 656810-21 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.